Manufacturer narrative:
Evaluation summary: homechoice cycler unit was evaluated in the product analysis lab. Based on a review of the log data, the evaluation has determined the probable cause of this overfill to be insufficient drain / multiple cycles advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold and / or false empty detect at previous therapy last drain. The evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty. The device will be routed to the service area.

Event description:
During evaluation of a returned homechoice machine an overfill was identified in the therapy log in 2008, during initial drain cycle. Per the log, the patient drained 2197 ml in drain 5 of 5 cycle and 1146ml in the initial drain of the next therapy session. Their last volume infused was 1999ml. This information gives a total drain volume of 3343ml which is greater than 1.3 times the last volume infused (1999ml). The nurse was contacted and the overfill noted during evaluation was reported. The nurse said that the patient had problems due to pd catheter positioning. The patient had surgery to reposition the catheter and was doing well now. No patient injury or medical intervention had occurred per the nurse as a result of the overfill. No further information could be obtained regarding this event.